Event description:
The pt underwent left total knee surgery in 2004. Since that time the pt had continued pain and difficulty with ambulation. X-rays revealed loosening of the components, and the devices were revised in 2005.